Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. During placement there was difficulty with the mitraclip steerable guide catheter (sgc) and the accessory stabilizer which caused difficulty straddling the mitraclip cds with the steerable guide catheter. The black sleeve rail would not translate within the stabilizer when inserted which caused difficulty for the cds to straddle the sgc. The stabilizer was removed and replaced with a new stabilizer. Then during gripper tactile marker check within the left atrium it was discovered that in independent actuation that one gripper was unable to drop. Troubleshooting was performed unsuccessfully. The mitraclip was removed, a new mitraclip was selected and implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to advance (translate) the cds was confirmed via returned device analysis. The reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to advance (translate) the cds appears to be related to the resistance on the stabilizer. However, a cause for the reported gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.